Event description:
During the operation, the upper half of the console's color screen went dim, and some smoke came from the unit. No pt injury has been reported as a result of this incident. The presence of smoke in the operating room creates a potentially dangerous situation for both the pt and the users of the device.